Manufacturer narrative:
Correction: upon further review, it was noted that in the initial MDR section h3 device evaluated by manufacturer and h6 health effect - impact code and clinical code and medical device problem codes were addressed inappropriately. Therefore, this supplemental filing is to correct the iol is not returning for evaluation as the lens remains implanted and update the correct codes for health effect and the medical device problem code. The following sections have been updated accordingly: section h3-other (81): the intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6:health effect - impact code: 2199 - no health consequences or impact section h6:health effect - clinical code: 4582 - no clinical signs, symptoms or conditions section h6: medical device problem code: 1069 haptic damage section h6: type of investigation: 4117 lens remains implanted section h6: investigation findings: 3221 no results available since no evaluation performed section h6: investigation conclusions: 67 the device complaint or problem cannot be confirmed all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the inserter amputates the haptic in the preloaded pcb00 and customer asked to exchange them for zcbs. Additional information states lens had pinching issues of the trailing haptics but was inserted into the patients eye with no problem. No other information provided.